Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that their blood glucose levels had been high within the range of 300 mg/dl to 400 mg/dl. Troubleshooting was performed. The customer was able to complete the insulin pump rewind. The insulin pump passed the displacement test. The motor error alarm did not recur. They treated their high blood glucose with the insulin pump. The customer¿s current blood glucose level was 320 mg/dl. Due to the customer being uncomfortable with the insulin pump, the insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.